Event description:
Procedure type: c-section. According to the reporter. Needle broke. X ray was brought in to determine if any needle pieces fell into the pt and to confirm and check that no needle pieces were left in the pt. The hospital confirmed that x-ray was brought in for at least one incident.

Manufacturer narrative:
(B)(4).